Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 3.68ng/ml for one patient. A device with a filter was placed in the original sample tube and the specimen was re-tested on a different instrument which generated an accu tni result of 1.79ng/ml. A fresh sample collected from this patient gave a result of 0.28ng/ml initially and 0.33ng/ml upon repeat. The sample was also tested on the different instrument and a result of 0.32ng/ml was obtained. The results were reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in 13x75 5ml bd lithium heparin tubes and centrifuged at 5,000 rpm for 5 minutes. Qc was within specifications prior to and after the event. A system check performed on (B)(4) 2009 met specifications. No instrument errors were obtained during this event. The customer did not question any other patient results. A field service engineer (fse) was not dispatched for this event . A customer technical service (cts) provided troubleshooting to the customer via telephone. Sample handling and monitoring sample integrity of future specimens drawn from this patient was discussed. The cts followed-up with the customer on (B)(6) 2009 and the customer had no further patient result issues to report. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.